Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. As of 02-feb-2022, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs for the event date on (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced a pneumothorax that required chest tube placement and hospitalization. At this time, the cause of the complication is unknown although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure for a left upper lobe nodule at the superior lingular segment with a 21 flexision needle, compatible forceps and cytology brush and experienced a pneumothorax. The patient required a chest tube placement to resolve the pneumothorax and was hospitalized for 1 day. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the pneumothorax was identified on chest x-ray (cxr) after the procedure. The pneumothorax was large, involving 50% of the left thorax and did not grow bigger over time. The patient was asymptomatic and clinically stable. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for observation. The patient was discharged home stable. There was no malfunction of an ion product that occurred. The physician thinks that the ion product likely contributed to the pneumothorax.